Manufacturer narrative:
Other text: evaluation results: one medfusion pump was returned for investigation in used condition. Both the tamper seals were intact. The top and bottom cases were in excellent condition. The investigator was unable to retrieve the event history log due to power up issues. The customer reported product problem (not turning on/broken ear clip) were confirmed during testing. The problem source of the reported product problem was unknown. A root cause was not established. The key pad and ear clip were replaced in order to correct the problem. The pump subsequently passed all functional testing.

Event description:
It was reported that the pump could not turn on. In addition, the pump had a broken air clip. No patient injury or complications were reported in relation to this event.